Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-discharged home, the patient began to bleed and went into clot retention (per manufacturer's instructions for use, bleeding is a potential perioperative risk of the aquablation procedure). The patient went into the emergency room and a clot evacuation was performed, but clots began to form again. The patient was taken back into the operating room to address the bleeding, which was identified to have been caused by the presence of remnant anterior lateral prostatic tissue post aquablation procedure. The patient underwent a transurethral resection of the prostate (turp) surgical procedure to address the bleeding. No clinical sequelae were reported due to this event. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information received through the treating physician, a review of the device history record, log files, labeling and similar events reported to procept. A review of the device history record (DHR) for serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. F, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding a review for similar complaints under serial number (B)(6) confirmed no other similar events reported to procept. A review of similar complaints across all other systems confirmed a total of 26 similar events. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the log file, IFU, and DHR the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.